Manufacturer narrative:
The event of lead fracture was reported to abbott. The lead was explanted and replaced. Therapy restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's t12 drg lead fractured. Surgical intervention occurred on (B)(6)2023 wherein the patient's fractured lead was explanted, replaced, and therapy was restored.